Event description:
Boston scientific received information that approximately two months post implant, this device and right ventricular lead revealed high out of range impedance measurements. A revision procedure was intended. Prior to the procedure, high out of range impedance measurements were displayed and isometric maneuvers revealed noise. It was thought the lead may have been underinserted into the lead barrel when reconnected. A decision was made to reopen the pocket. Visual observation revealed the lead had not been fully inserted and secured into the device setscrew. Lead measurements with the pacing system analyzer were within normal limits. The lead was reconnected and rechecked with the programmer. Similar measurements were obtained. The pocket was closed. The device was rechecked with the programmer and impedance measurements had doubled, however were within acceptable labeling range. After a couple of measurements were performed, measurements had returned to the nominal implant value. A further check one and one-half hours later confirmed the impedance measurements was within normal range. Isometrics did not reveal any further noise. The lead measurements were acceptable and it was thought this issue was resolved. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device and lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.